Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump replace battery now alarm. The customer¿s blood glucose level was 149 mg/dl at the time of the incident. Customer state that did not receive a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer stated the battery cap is not loose, cracked or damaged. Troubleshooting was declined by the customer for failed battery test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm, failed battery test alarm or battery power loss alarm noted during testing. (B)(4).